Event description:
It was reported that unspecified bd infusion set under infused the following information was received by the initial reporter with the following verbatim: nurse on 7 main reported a 24 hour chemotherapy infusion infused over 30 hours. Pcu, lvp sequestered and sent to biomed. Reviewed programming with nurses on 7main, but could not replicate in person. Will contact biomed at upmc shy to follow up on incident.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.